Event description:
This is filed to report clip deployed on one leaflet, requiring additional clip to stabilize. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The patient presented with posterior leaflet restriction with an anterior leaflet override and a functional valve. An xtw clip was advanced to a2/p2 medial. During the second establishing final arm angle (efaa), the clip detached from the posterior leaflet. The clip then was deployed on the anterior leaflet. It was noted that imaging was difficult and that played a role in assessing leaflet insertion. A second clip was implanted to stabilize the first clip with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with difficult imaging. The reported foreign body in patient associated with the clip being implanted on only one leaflet was due to the leaflet capture difficulty. The cause of the reported difficult or delayed positioning (leaflet capture) associated with the posterior leaflet detaching could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.